Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-02911. It was reported the patient lost effective coverage due to the l4 and l5 leads had migrated. Patient reported she multiple falls. The patient underwent surgical intervention where the leads were explanted and replaced. Effective therapy restored.